Manufacturer narrative:
(B)(4) . PMA 510(k): similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: based on the provided information and since no product was received it was not possible to confirm whether the experienced issue is related to a device failure or user technique. However, (B)(4) is notified regarding trigger-wires releasing difficulty. Internal actions have previously been initiated to address this failure mode no evidence to suggest that the device was not manufactured to according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a male patient underwent tevar on (B)(6) 2015. The patient's anatomical form was suitable for the procedure. The device was advanced to the target site from left fa (vascular diameter: more than 8 mm.) After deployment of the stent graft (landing zone: iii), the user attempted to pull the trigger wires, however he encountered a difficulty in removing trigger wires. Since the green trigger wire knob moved a little and created some opening, then forceps were inserted into a opening and removed three trigger wires out of four one by one. The one trigger wire was cut off from green trigger wire knob and it did not expose from the same hole, therefore, he sliced the surface of gray positioner as much as trigger wire became visible and removed it to fully deploy the stent graft. The procedure completed successfully. Patient outcome: no adverse effect to the patient reported.